Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reported contacted animas alleging that the patient experienced a blood glucose (bg) over 600 mg/dl with emesis associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and was taken to the hospital by emergency medical services. During troubleshooting with customer technical support, the reporter stated that the patient¿s pump was not working properly and declined to troubleshoot. This complaint is being reported based on the allegation that the patient was hospitalized due to issues with the pump. The pump could not be ruled out as a contributing factor.